Manufacturer narrative:
Manufacturer¿s ref# additional information received on 24nov2025 confirms that the same lot number is present in both (B)(4) and (B)(4). The investigation will therefore be managed under (B)(4), and this event is consequently no longer reportable this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k220137 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: while cleaning the lunderquist during evar procedure, there appears to be grey sludge left behind. Colleagues have confirmed that this was also noticed in previous procedures (this complaint, (B)(4). On inspection of the wire guide it looks like there are patches where the coating is gone and the wire guide feels rough or rigid (related complaint, (B)(4). The wire seems to have scrapings of the teflon coating coming off. They used the wire the entire procedure so no need for additional wires.